Manufacturer narrative:
Complaint #(B)(4) received. There were no allegations of device malfunction. The product is not expected to return to gentherm for evaluation.

Event description:
The customer reports they have had some issues recently where two different patients developed some pressure injuries (blister) to their shoulder blade and both were wearing the patient vests from the kool kits. Second event.